Event description:
On (B)(6)2010, patient reported blood glucose has been "awful" over the past four days. Blood glucose has elevated to range of 200-433 mg/dl. Target blood glucose is 150 mg/dl or below. Patient reports hyperglycemia was due to infusion site location and possible scar tissue in that area. Patient went to routine doctor's appointment on (B)(6)2010. Patient reviewed elevated readings with physician. Patient was spilling ketones in urine and was diagnosed with dehydration and a urinary tract infection. Patient was treated with saline drip and this helped lower blood glucose from 433 mg/dl to 268 mg/dl. Blood glucose returned to target range after infusion site was changed on the morning of (B)(6)2010. Patient was advised on manufacturer recommendations for insulin cartridge, infusion set, and adapter. Infusion device had not been dropped or exposed to water or insulin ingress. Time and basal rates set correctly. No error messages were received. Patient has noticed air bubbles in insulin cartridge, which was reported in separate complaint record. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.